Event description:
It was reported that impedance measurements of >4000 ohms were found during a device replacement. Troubleshooting included using a new adaptor, confirming lead configuration and switching the ports of the implantable neurostimulator. The pt, additionally, was not receiving stimulation. The extensions were replaced. The pt was doing fine.

Manufacturer narrative:
(B)(4).